Manufacturer narrative:
Date of event: (B)(6) 2018.

Event description:
It was reported that moisture was noticed on the stopper of the bd syringe luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that moisture was noticed on the stopper of the bd syringe luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. However, it is possible the ¿moisture¿ observed is silicone used in the manufacturing process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that moisture was noticed on the stopper of the bd syringe luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.